Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had worsening mood when going through tests on (B)(6) 2021. They increased their medications and the event was considered ongoing. The etiology indicated it was possibly related to the device or therapy. Medical intervention occurred. They were told to follow-up with psychiatry. Additional information was received reporting that the event resulted in hospitalization on (B)(6) 2024.